Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error alarm, high blood glucose levels and hospitalization. The customer's blood glucose level was over 600 mg/dl. The customer reports receiving motor error alarm after eating and visiting the emergency room because his blood sugar was high. The customer states they were not wearing the device during the emergency room visit, and they do not know how long they had been off the device for. The customer states having received no delivery alarms for a couple days. The customer was advised the pump would need to be returned and replaced.

Manufacturer narrative:
No motor error alarms noted however, corrosion was noted on motor home switch. No noisy motor noted during our testing. The insulin pump passed functional testing including prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners noted during visual inspection.